Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3093-33 lot# v899618 serial# implanted: (B)(6) 2012 explanted: (B)(6) 2012; product typ lead product ID 3037 lot# serial# (B)(4); product typ programmer, patient. (B)(4).

Event description:
Additional information received reported that the device and lead were explanted due to infection. The patient had redness and drainage. The patient did not require hospitalization and no injury was reported.

Event description:
It was reported the implantable neurostimulator "worked its way out." The ins and leads were explanted. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.